Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported the patient received inappropriate therapy due to oversensing of noise. The leads were found to be fractured. The leads were explanted and replaced. No further episodes were noted and the new system was functioning normally. At a subsequent follow-up, the patient had no complaints.